Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplement report will be filed if additional information becomes available. Section h6: code: 4755: robotic arm.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis zeego system. The user reported an unintended robot movement during system usage. No collision with other objects has been reported. We have no indications of adverse effects on the health status of patients, users or third parties. Siemens has requested additional information regarding this event.

Manufacturer narrative:
The occurrence of the unintended robot movement while using the system before the procedure could not be confirmed by our experts. The log file analysis showed that no unintended system movement could be detected. No system malfunction during the on-site inspection could be identified either. The concerned system works as specified.